Manufacturer narrative:
It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. During the assembly process, visual inspection is proceed each 02 hours in one sample size of 50 pieces. In the same way during the packing process, visual inspection is proceed each 02 hours in one sample size of 40 pieces. If some nonconformity is found the batch interval is blocked for analysis. In the sequence the machine is checked its operation and the associates involved informed of the occurrence. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that during use of the needle 18ga 1in blunt fill sla it was noticed the needle hub had a hole during the medicine aspiration. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: during the medicine aspiration, it was noticed the needle hub had a hole.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the needle 18ga 1 in blunt fill sla it was noticed the needle hub had a hole during the medicine aspiration. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during the medicine aspiration, it was noticed the needle hub had a hole.